Event description:
It was reported there was image flicker with the camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image flicker in addition to cracks on the sides of the connectors and flooding at the connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the image flicker was reproduced when the equipment was inspected by the repair department. Based on the results of the equipment inspection, it is presumed that this image flicker occurred due to a cable failure. The flooding at the connector was newly confirmed during the equipment inspection at the repair department. It is presumed that the water entered through a crack on the side of the connector. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: "chapter 4 usage (warning) - if endoscopic images or functions are abnormal and return to normal spontaneously, it is already. There is a possibility that the equipment has malfunctioned. If you continue to use the device as it is, the abnormality will occur again and the device will not return to normal. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, stop using the device immediately, immediately stop using the endoscope and slowly pull it out from the patient. If the endoscope continues to be used, it may malfunction again and fail to return to normal. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. - if for some reason the endoscopic image disappears or does not return from a frozen state during the endoscopy, the endoscope may not return to normal. If for some reason the endoscopic image disappears or does not return from the frozen state, and you do not know how to recover, contact the otv-s7pro. If for some reason the endoscope image disappears or does not return from the frozen state, turn the power of the otv-s7pro off and then back on again. If the image still does not return to normal, and you are unable to observe the image if the image still does not return to normal and observation is not possible, immediately turn the power of the otv-s7pro back on. Turn off the power to the otv-s7pro and remove the camera head from the endoscope, while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient. While looking directly into the eyepiece of the endoscope, slowly pull the endoscope away from the patient and discontinue use. Insert the endoscope into the patient when the image disappears or when observation is not possible. Do not leave the endoscope inserted into the patient while the image is off or while the endoscope is inoperable, or do not use the endoscope while pumping air/suction or performing any procedure. It is extremely dangerous to keep the endoscope inserted into the patient when the image disappears or other observations cannot be made, or to pump water, suction, or perform other procedures. Remove the endoscope if any of the various instruments are in use. If you are using various instruments, pull out the instruments in the safest way possible before removing the endoscope. If you are using various instruments, pull them out in a way that seems safest before removing the endoscope. In addition, always have spare equipment available during the procedure to avoid interruption of the procedure. In order to avoid interruption of the procedure, please be sure to have a spare device available during the procedure." "Endoscopic image erasure and freeze (warning) please strictly observe the following the endoscopic image may disappear unexpectedly during an examination, or the freeze may not be released. -do not bump or drop the product. Water leakage may cause damage to the product's internal electrical circuits." Olympus will continue to monitor the field performance of this device.